Event description:
Healthcare professional reported rupture and seroma- late. Device has been explanted and replaced with non-allergan device. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification). Seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: brown particles observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported rupture and seroma- late. Device has been explanted and replaced with non-allergan device. This relates to the left side.